Event description:
Report received from baxter states pt received an overinfusion epidurally. According to baxter - 20ml of solution delivered to the pt in 20 hours. The device contained 50ml of bupivacaine hcl, morphine and normal saline for a total fill volume of 50ml. Report states no pt injury resulted and no medical intervention was required.

Manufacturer narrative:
One used unit was received empty with a 2ml pt control module (pcm). Upon receipt, a flow test was performed per specification allowing the unit to flow for 19.2 hours. At the end of the flow test period, the results (ml/hr) were as follow: sample - basal; calculated flow - 2.18; normalized flow - 2.23; specification - 17.5 -- 2.25; sample - bolus; calculated flow - 2.13; normalized flow - 2.19; specification - 1.75 -- 2.25. The flow rates were found to be within the specification requirements. Following the flow test, the glass capillary was examined under the microscope for double lumens: only one lumen was observed. Additionally, the o-rings were checked for any abnormalities (i.e. Incorrect placement, visual defects), and one were found. Per specification, the 2ml pcm was tested for functionality. The pcm was filled and emptied (10 times) in order to measure the delivery volume. As a result, the average delivery volume was 2.16ml which was within the specification requirements of 1.80ml to 2.20 ml. Since the device and the pcm functioned within the specification requirements, the alleged overinfusion condition could not be confirmed. A review of the batch records was conducted which revealed no aberrances were observed during the MFR of lot #04n035. A review of the product-reporting database revealed no similar reports have been received for lot #04n035. The reporter indicates the customer used normal saline as the diluent in this incident. The direction insert for this device states "the infusor device is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the flow rate when 0.9% sodium chloride (ns) is used."